Manufacturer narrative:
The customer was provided part number and pricing for a replacement therapy pca and was informed that there is a global ship hold.

Event description:
It was reported to philips that the device failed op-check with charge/shock failure. There was no reported patient involvement/adverse patient impact.